Event description:
It was reported to philips there was a device stoppage. There was no patient involvement.

Event description:
It was reported to philips there was a device stoppage. There was no patient involvement.